Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's display was blank whenever a button was pressed. Customer reported that several minutes after the display went blank, it would come on again at the home screen. Blood glucose level was 259 mg/dl at the time of the call. Customer reported treating with a manual injection. No further info was provided.

Manufacturer narrative:
Insulin pump was received with blank display, due to moisture damage on lcd board. Insulin pump had minor scratches on lcd window, broken belt clip slot, battery tube threads area and cracked reservoir tube lip.